Event description:
It was reported to boston scientific corporation in late 2008 that a jagtome rx 44 cannulating sphincterotome was used during a procedure. According to the complainant, "the jagtome would not extend and flex completely, and there seemed to be a delay in response of the tome while the tome was in the small bowel."

Manufacturer narrative:
Other (would not extend and flex completely, delay in response). According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.